Event description:
I have been trying to install the update software from minimed 770g to 780g "insulin" pump. The process so far has required more than four phone calls, more than three hours and I am still unable to install the update. There have been multiple errors on medtronic's part typo in the email I have used for years with them, assigned my country as egypt instead of us. I was able to pair my pump and phone previously, but now cannot and have been trying for three hours to do so. This is ridiculous. Their software and customer service is absolutely inadequate and they should not be allowed to provide products to type 1 diabetics. I have zero confidence in medtronic's products. I have been on pump therapy for over 30 years. Medtronic has steadily accelerated their race with themselves to the absolute bottom quality of software and ability to fix their abundant technical issues.